Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator was in use on a patient and there was no patient harm reported. The manufacturer's field service technician verified the customer reported problem and reported the remote alarm connector was loose. The service technician replaced the main pcb board to correct the reported problem. Extended self testing (est) and applicable final testing was completed and tests passed per operating specifications.